Event description:
The report is from the (B)(4) study. The pt was a (B)(6) female, (B)(6) with a history of hyperlipidemia, CABG, diabetes, coronary artery disease, coronary percutaneous revascularization, and hypertension. The pt had high cervical ica lesions and cca lesions below the clavicle. The target lesion was the ostium of the left internal carotid. The lesion was 90% stenosed, 15mm in length and 6mm in diameter. A precise pro rx 8 x 30 was deployed at the target lesion. The lesion was severely calcified an mildly tortuous. An angioguard rx size 7 basket. When the angioguard was retrieved, the capture sheath did not engage the filter. The angioguard recovery catheter got caught on the struts of the stent and would not cross. An ev3 spider fx was utilized to cross and recover the angioguard filter. There was no neurological deficit when the pt left the angiography suite. The pt was discharged 2 days later.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review device history records relative to the manufacturing, inspecting and packaging of lot 04400131. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint of unable to recapture the angioguard filter in the capture sheath was investigated. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.